Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. Visual inspection was unremarkable for any device abnormalities. Testing confirmed the device communicated appropriately with the programmer and paced and sensed normally. Therefore, the reported clinical observations could not be confirmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was an attempted implant. It was reported that when the chronic lead was inserted into the device header, there was no pacing therapy provided. The first setscrew was tightened down, but no capture was noted and so the lead was removed from the header and interfaced to the pacing system analyzer (psa). The same issue was noted during the second attempt to connect the lead to the device. Therefore, a new device was utilized which provided pacing therapy without tightening the setscrews. A boston scientific crm technical services consultant informed the caller that pacing therapy cannot be guaranteed until both setscrews have been tightened on the lead. No adverse patient effects were noted.